Event description:
It was reported that the customer passed away. The cause of death was unknown. The caller stated that the customer had short term memory loss that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The customer had a high blood glucose incident before they passed. The customer used manual injections or insulin pens to treat the high. No further information was provided. The caller agreed to return the insulin pump for analysis. The pump passed functional testing.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.9d. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button, cracked retainer and scratched display window cover, data analysis: (post morten to happen on (B)(6) 2018 ). The date of death was not specified in the customer notes. The formatted history file list data from (B)(6) 2017 to (B)(6) 2018.